Manufacturer narrative:
H6 - investigation findings: biological problem identified redacted from initial. . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2023 at 22:25:13 through (B)(6) 2023 at 10:02:05. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists right heart failure and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for heart failure symptoms. The patient experienced shortness of breath and swelling in their feet and abdomen. The patient had an echocardiogram (echo) done and the site put a swan-ganz in. The patient's speed was increased to 5600 rpm under guidance of the swan numbers and echo. The echo showed right ventricle dysfunction and hypokinetic left ventricle with ejection fraction 10-15%. The log files captured no unusual events and the device operated as intended. The patient's right heart failure did not exist prior to implant. The patient was running at 5000 rpm due to aortic thrombus and needed more speed. Patient symptoms improved.